Event description:
The reporter stated that the dr was using a competitor's lens with the indigo-p injector. The reporter stated that the dr broke the haptics during insertion into the eye with the injector. Pt injury is unk. Further info has been requested, but none has been forthcoming. If more info is rec'd, a supplemental report will be sent.